Event description:
This intraocular lens with a 5.5 mm optic was implanted in the left eye of a male pt. The eye was damaged during a childhood accident, and the posterior capsule did not provide support for the implanted lens, which dislocated. The surgeon removed the first lens and replaced it with a lens that was sutured into position. At the most recent postoperative examination, vision was 20/200 in the operated eye.